Event description:
While obtaining a blood specimen, vacutainer leaked blood outside of tube. Vacutainer and blood tube were attached, initally sample was collected in tube but then blood began to leak outside of vacutainer needle. Phlebotomist reports this is not the first time this has occurred.